Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During an atrial fibrillation radiofrequency ablation procedure in which the torflex transseptal guiding sheath was used among other devices, a patient developed pericardial effusion. A pericardiocentesis was performed and the procedure was aborted following the drainage. The patient was monitored overnight and remained in stable condition. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.